Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for urge incontinence and non-obstructive urinary retention. It was reported that the trial patient had pain in their side. Additional information received from the family member on (B)(6) 2018 reported that the patient was voiding less and even had to use a catheter yesterday where 17 oz collected. The family member stated that the patient was trying to void but was unable to. They noted that the patient had only voided 7 oz on their own in the last 24-hourperiod. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.